Event description:
It was reported that during a surgical procedure at the user facility, the attachment did not retain a bur when in use. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
The complaint was confirmed for the attachment by the diagnostic engineer and qa technician through disassembly and visual inspection. The components of the device including the collet were affected by debris/fibers. Due to the age of the device and usage, it is possible that cleaning may have contributed to the failure. The attachment is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the attachment did not retain a bur when in use. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.